Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): segmental bronchial marking method using indocyanine green for safe thoracoscopic segmentectomy: a single-center early experience 10.21037/jtd-2025-242 takamori-2025-segmental bronchial marking meth.pdf. Https://doi.org/10.21037/jtd-2025-242.

Event description:
A review of the article reported the following adverse event. Postoperative complications occurred in seven patients (15.9%), among which, three had pulmonary fistula (clavien-dindo grade iiia) and two had pneumonia and other complications (clavien-dindo grade ii).